Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy bleeding and clotting") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on an unknown date, hysterosalpingogram test that confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Concurrent conditions included obesity. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("severe abdominal bloating"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping"), back pain ("lower back pain"), tooth disorder ("dental issues/dental problems"), dermatitis allergic ("excessive rashes/allergic or hypersensitivity reaction type: rash/rashes or skin conditions type: rash"), migraine ("worsening migraines"), headache ("headaches."), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), allergy to metals ("nickel allergy"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (supracervical hysterectomy (uterus only)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal distension, dyspareunia, abdominal pain, abdominal pain lower, back pain, tooth disorder, dermatitis allergic, migraine, headache, vaginal haemorrhage, menorrhagia, allergy to metals, fatigue, alopecia and weight increased outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, back pain, dermatitis allergic, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff's never experienced any of these conditions prior to receiving the essure implant. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.2 kg/sqm. Most recent follow-up information incorporated above includes: on 18-mar-2019: pfs received with her demographic details were updated. Reporter added. Product indication added. Suspect drug implant date updated from ??-???-2011 to (B)(6) 2011 and explant date added. Following events were added: abnormal bleeding (vaginal), menorrhagia, nickel allergy, fatigue and hair loss. Event clubbed: excessive rashes/allergic or hypersensitivity reaction type: rash/rashes or skin conditions type: rash, dental issues/dental problems and excessive weight gain/weight gain / loss specify which one: weight gain. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.